Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by vomiting coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. The patient was treatment was not reported. At the time of this report, the patient was recovering from peritonitis and vomiting. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894873, gd894725, and gd894865 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).